Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the collapsed septum could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an interlink injection site leaked. This occurred during a patient infusion. The reporter stated that the device was being used with an unknown blunt tip metal needle. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One used sample was received for evaluation. The sample arrived out of the pouch. Visual inspection showed that the septum was inverted. The sage height was measured and found to be within specification. The septum was then removed from the y site housing and visually inspected under a microscope. It was found that the center slit was present and completely through the septum. A functional test could not be performed due to the nature of the defect and the condition that the sample was retuned in. The reported condition was confirmed. No other obvious defects were found. No further testing was performed. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.